Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the investigation, a wear was found affecting the water tightness. The grip and control unit were cracked. The s-cover had a crack and deformed. The fe lever was found shaved. The aw-cylinder had foreign objects. The connector had discoloration due to water leakage and corrosion. The c-cover had a burn due to insulation and deformed parts, the connecting tube has a buckling. The connecting tube had a buckling and the air/water had a foreign object. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following fields: h4 and h6. Correction on fields: e1(name, last name, email and telephone should remain in blank/ establishment name was updated), e3, g2 (other was inadvertently miss on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material was possibly not removed since the reprocessing could not be conducted properly due to leakage from the remote switch 1 and grip. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.